Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore information is not provided due to country privacy laws. Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit was not working. There is no report of patient involvement.

Manufacturer narrative:
Per additional information received, this complaint has been reassessed as not reportable. A ge healthcare service representative performed a checkout of the system and found a leaking scavenger hose connection at the wall. This is not a reportable malfunction.